Manufacturer narrative:
On 8/8/2017, bd received a sample from the customer with a second lot number. The information for this lot number is as follows: medical device lot #: 7023775. Medical device expiration date: 2/29/2020. Device manufacture date: 1/23/2017. Device evaluation: three sealed samples from lot # 7023775 and no samples from lot # 6312702 were returned for evaluation. All returned samples were examined and no defects were observed. All samples were then tested and all were able to properly activate without any observed defects or exposed cannula. A review of the device history records for lot numbers 7023775 and 6312702 revealed no irregularities and met qc specifications. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after a nurse had given an injection with a bd autoshield¿ duo pen needle 30g x 5mm, she was taking the needle to a sharps container and suffered a contaminated needle stick because the needle tip was exposed after it had retracted. It is planned that both the nurse and source patient will have post exposure lab work drawn. No further information for this incident was provided.